Event description:
It was reported that after implantation of screws, the head of the screw was confirmed to be broken on follow up. Revision will be planned at around spring.

Event description:
It was reported that after implantation of screws, the head of the screw was confirmed to be broken on follow up. Revision will be planned at around spring.

Event description:
It was reported that after implantation of screws, the head of the screw was confirmed to be broken on follow up. Revision will be planned at around spring.

Manufacturer narrative:
The reported event of a post-operative tulip disengagement was confirmed via visual inspection. The device was returned for evaluation after the revision surgery was performed. The plate was inspected and the two tulip heads were found to be fractured off from the midline plate. A material analysis concluded that each tulip pin was found to have ductally fractured in a mode of reverse bending. The elemental constituents were consistent with what is specified on the print. No material or manufacturing defects were found. Information regarding the patient and post-op activity level is unknown, however, it was reported that the patient did not fall. It also indicated that the patient had not fused. Due to lack of patient information, the root cause could not be determined conclusively but potential causes could be improper construct, excessive load due to unstable construct, excessive load due to patient anatomy/pathology, patient performs strenuous post-op activities.